Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. An endovascular aneurysm repair was performed. The target lesion was located in the mildly tortuous aorta artery. A 27/7/2/100 equalizer¿ balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured inside the stent graft. The procedure was completed with another equalizer balloon catheter. No patient complications were reported.